Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 750 slidemaker instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control or risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There were no patient results affected by this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found a leak at the tubing passing through valve (vl48). The tubing carries the blood sample to the slidemaker. 3. The tubing was cut due to wear and tear from the valve. The fse replaced the tubing and the repairs were verified per established procedures. Root cause for the leak is attributed to a hole in the tubing. (B)(4).